Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. Subsequently, serial impedances were performed. In the triad vector there were some o ohms measurement, in the rv coil to can vector the impedances were within normal limits, and in the rv coil to ra coil vector the impedances were oor. Boston scientific technical services (ts) discussed there is likely an issue with the ra coil, and recommended reprograming the vector to rv coil to can. This rv lead remains in service. No adverse patient effects were reported.